Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent balloon kyphoplasty. Intra-op, after the balloons had been inserted and inflated, balloon ruptured at high pressure. No pieces of the ibt were left inside. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: during functional analysis, it was not more possible to inflate the balloon due to a hole or leak on the ibt. P resence of blood in and on the ibt. During visual analysis, the presence of a hole was confirmed. This is a longitudinal rupture from one peak to the other.conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the rupture of the balloon is attributed to contact with bone splinters during surgery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.